Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00208 on (B)(6) 2019. (B)(6) 2019 additional information: siemens reviewed the available information for probable cause. No other samples run around the same time were thought to be affected; quality control (qc) was in range at the time of the runs; the samples were not repeated on the original instrument and no more sample remains. A customer service engineer (cse) performed a total service call and found no issues that would cause falsely elevated tnih results. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false elevated tnih results, pre-analytical factors or sample issue cannot be ruled out. No product performance issue is observed. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2019-00209 supplemental report 1 (patient: (B)(6)) was filed for the same event.

Manufacturer narrative:
The customer service engineer (cse) went to the customer site to collect data and reported that the instrument is working properly and in good condition. The cse checked the water pressure pump/sensor and performed a total service call and no malfunction found. Quality control was in acceptable range. The cause for the discordant advia centaur xp tnih results is being investigated. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2019-00209 (patient: (B)(6)) was filed for the same event.

Event description:
A non-reproducible elevated result of the advia centaur xp high-sensitivity troponin I (tnih) was obtained. The result was reported to the physician and questioned. The sample was tested on a different advia centaur xp and a lower result was achieved. A corrected report was issued. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp tnih results.